Event description:
On (B)(6) 2010, the ptm (personal therapy manager) displayed error message 8310. On (B)(6) 2010, the same error message occurred and would not clear. The patient removed the batteries from the ptm for 2 hours to try and reset it without success. It was later reported the patient experienced a "hard fall" about the same time that the pump logs showed a reset/safe state occurred on (B)(6) 2010. Only one safe state/reset was noted in the logs. The pump delivered morphine 50 mg/ml. The patient experienced withdrawal symptoms; specific symptoms were not reported. The pump was reprogrammed to minimum rate on (B)(6) 2010. The patient would be monitored for complications.

Manufacturer narrative:
(B)(4).